Manufacturer narrative:
The reported events are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, infection (early onset) and appropriate term/code not available, other-medical.

Event description:
Patient reported "capsular contracture baker grade iii, pain, implant elevation (waterfall deformity), axillary web syndrome (affects axillary lymph nodes), implant-associated infection, muscle ripping, tuberose deformity, implant sticking to scar". This record is for the right side. Device was explanted and replaced.